Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 412 mg/dl. The customer stated that he was vomiting excessively prior to the hospitalization. The customer was unable to troubleshoot at the time of the call, and stated that he would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.